Manufacturer narrative:
Analysis was completed. Analysis found that the user had forced the torque wrench tip incorrectly down into the walls of the setscrew inset so that the wrench tip became wedged and stuck in the setscrew. The problem was caused by the incorrect use of the wrench by the user.

Event description:
It was reported the asymptomatic patient presented for an unrelated procedure. During surgery, the pacemaker header was unable to tighten around the new lead. The device was exchanged. The patient was stable.